Event description:
It was reported that the subject programmer shut down during a follow-up. The following error message was displayed : "cannot access manager core".

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject programmer shut down during a follow-up. The following error message was displayed: "cannot access manager core".